Event description:
Customer reported erroneous low differential test results were obtained for one pt sample when using the coulter lh 500 hematology analyzer. Erroneous test results were not reported out of the lab. The test results were determined to be erroneous when the test results were compared to testing obtained on a coulter lh 750 hematology analyzer and manual differential. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was performing within qc specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before the incident and recovered within assay range. On (B)(4) 2010, the field service engineer checked the differential count times and verified the laser status. Verified instrument performance to specs. Raw data analysis was performed. The eosinophils appear within the typical neutrophil region. The algorithm classified the eosinophils as neutrophils and set the verify diff flag because there are two separate neutrophil populations as a result of erroneous classification. Root cause was determined to be the algorithm could not classify the two populations correctly. The instrument did generate verify diff and r messages that alert the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.